Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the abnormality of the touch panel sensor occurred temporarily. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed or duplicated. The unit was tested for thirty minutes, and the e333 touch panel error was not displayed. The touch screen functioned without any error. The unit passed all functional tests. All video output signals and images tested ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center displayed an e333 error message (touch screen error) at the beginning of a diagnostic gynecologic laparoscopic procedure. There was no delay in the intended procedure due to the issue. The facility was able to successfully complete the procedure using the subject device. There were no reports of patient harm associated with this event.